Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was not provided. No autopsy was performed and the device was not explanted. No further information was provided.

Manufacturer narrative:
Section b1, b2: corrections. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not conclusively be established through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2020, due to an unknown cause. The pump was not explanted. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.